Event description:
It was reorted that the cuff on one (1), size m6sct, specialized single cannula cuffed tracheostomy tube was "stiff" and uncomforatble. This was detected after the device was cleaned with soap and water and was to be re-used. There was no reported cuff inflation/functional problems associated with the incident. There was one (1) patient involved with no reported patient injury. The m6sct/cfs device was returned to the manufacturer for decontamination, analysis and investigation on 08/12/98.